Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that there was an over infusion of an unspecified medication.

Event description:
It was reported that there was an over infusion of an unspecified medication.

Manufacturer narrative:
The customer reported one over-infusion event of an unspecified medication occurring with an unspecified serialized 8100 infusion pump. The customer returned the following devices for investigation; sns (B)(4). Sn (B)(4) was not returned. Log reviews of each device and investigational testing of the received devices were unable. To confirm or reproduce the reported event. The root cause of the customer¿s complaint of an over infusion of an unspecified medication could not be identified.